Manufacturer narrative:
H6- additional method code: analysis of production records (3331). Investigation - evaluation: (B)(6) from (B)(6) co. Informed cook on 17jan2020 of an incident involving an arndt endobronchial blocker set [rpn: c-aebs-9.0-78-sph-as] from lot number 10083573. On (B)(6) 2020, the user found two black spots inside the sealed set. This occurred prior to patient contact and there was no impact to the patient. A review of the complaint history, device history record (DHR), instructions for use (IFU) and quality control, as well as a visual inspection of the unused returned device was conducted during the investigation. One sealed aebs device was returned to cook for evaluation. Upon visual inspection, two black specks were noted. One was free floating within the package while the other was on the white hub of the catheter. Images of the device provided by the user facility also showed multiple black spots within the sealed package. With this, there is evidence that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file found that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (10083573) revealed no recorded non-conformances relevant to this incident. A database search found no other events associated with the reported device lot. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, no related non-conformances, and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product¿s instructions for use [IFU], ¿arndt endobronchial blocker set¿ ,provides the following information to the user related to the reported failure mode: how supplied: -¿do not use the product if there is doubt as to whether the product is sterile.¿ based on the information provided, evaluation of the returned product, and the results of the investigation, a definitive root cause was traced to a deficiency in quality control/manufacturing. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: k160542. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that black spots were seen on an arndt endobronchial blocker set in two different places prior to opening the package. No patient contact was made. No adverse effects were reported.